Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications.

Event description:
Reportedly, cardiac physiologist feels the device battery should have lasted longer than it did, patient had routine box change on the (B)(6) 2016. The subject device will be returned for analysis.

Event description:
Reportedly, cardiac physiologist feels the device battery should have lasted longer than it did, patient had routine box change on the (B)(6) 2016. The subject device will be returned for analysis.

Event description:
Reportedly, cardiac physiologist feels the device battery should have lasted longer than it did, patient had routine box change on (B)(6) 2016. The subject device will be returned for analysis.